Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 128 mg/dl, "hi" (greater than 500 mg/dl), 141 mg/dl, 294 mg/dl and 104 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available. Please note: only three of the reported results fell into the c-zone. Additionally, the only results obtained within the 10-minute timeframe were: hi, 141 mg/dl and 294 mg/dl. (See scanned page).